Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Log file analysis revealed an increase in power consumption and estimated flows to parameters above the normal operating range since (B)(6) 2023 followed by a decrease to baseline parameters since (B)(6) 2023. 100 low flow alarms were logged since (B)(6) 2023 and 25 high watt alarms were logged since (B)(6) 2023. As a result, the reported events were confirmed. Information provided by the site indicated that the patient was admitted for ventricular assist device (vad) low flow alarms and medication was provided. The low flow alarms continued, and the medication was adjusted. The patient received computerized tomography (CT) and echocardiogram, and the vad speed was increased. The patient was transferred to the intensive care unit. A pulmonary artery catheter was placed, and continuous renal replacement therapy (crrt) was started. The patient had a successful direct current cardioversion from atrial fibrillation to sinus rhythm and a right ventricular assist device (rvad) was placed. Several days later, the rvad cannula was repositioned across the pulmonary valve. The patient then experienced worsening abdominal pain and crrt was restarted. The vad exhibited high power spikes and the patient¿s lactate dehydrogenase (ldh) was increased. The patient¿s medication was adjusted, the pump speed was decreased, and the patient had an echocardiogram. The patient was placed on sustained low-efficiency dialysis (sled) and had an improvement in their ldh and vad parameters and their urine cleared. The crrt continued and the patient¿s creatinine down trended and they were relisted for transplant. Imaging and an electrocardiogram were performed and the patient¿s exhibited worsening heart failure with a left ventricular ejection fraction was 15%. The patient received a heart transplant, and the vad was explanted. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure, pain, cardiac arrhythmia, and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for ventricular assist device (vad) low flow alarms and  medication was provided. The low flow alarms continued and the medication was adjusted. The patient received computerized tomography (CT) and echocardiogram and the vad speed was increased. The patient was transferred to the intensive care unit. A pulmonary artery catheter was placed and continuous renal replacement therapy (crrt) was started. The patient had a successful direct current cardioversion from atrial fibrillation to sinus rhythm and a right ventricular assist device (rvad) was placed. Several days later, the rvad cannula was repositioned across the pulmonary valve. The patient then experienced worsening abdominal pain and crrt was restarted. The vad exhibited high power spikes and the patient¿s lactate dehydrogenase (ldh) was increased. The patient¿s medication was adjusted, the pump speed was decreased and the patient had an echocardiogram. The patient were placed on sustained low-efficiency dialysis (sled) and had an improvement in their ldh and vad parameters and their urine cleared. The crrt continued and the patient¿s creatinine down trended and they were relisted for transplant. Imaging and an electrocardiogram were performed and the patient¿s exhibited worsening heart failure with a left ventricular ejection fraction was 15%. The patient received a heart transplant and the vad was explanted. No further patient complications have been reported as a result of this event.